Manufacturer narrative:
The device was not returned for evaluation however a review of the programmer data was carried out. Analysis of the mobile application logs indicated that bluetooth connectivity dropped out. The customer comment was complaint was confirmed based on log files. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer experienced a severe delay in threshold testing. It was noted that the amplitude presentation was delayed once testing commenced and was not true to the readings displayed. It was further reported that the threshold testing in the event exceeded 30 minutes as a result of the delay experienced. No patient complications have been reported as a result of this event.